Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies, however visual inspection revealed kinking/buckling of the inner tubing and a stretched lead.

Event description:
It was reported, at implant attempt, the physician thought there may be an issue with the lead. He said it curved inappropriately at the end. The lead was not implanted. No patient complications have been reported as a result of this event.